Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was blank and there was moisture found in the battery compartment as well as behind the display screen. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 06/23/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/06/2016 with the following findings: during investigation, there was moisture corrosion observed on the display screen inside the pump. A leak test failed due to a battery compartment leak. The pump powered up with auditory and vibration to a blank screen. The blank display was duplicated during the investigation. The pump¿s cover was removed and a test display was mounted but the blank display was persistent. There was further moisture observed on the display screen and other internal components. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.